Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that  the patient rep stated the device has not worked in a long time. The hcp had no additional information. No further complications were reported at this time. Additional information was received from the patient. They reported that an MRI was ordered and they were told the device had to be removed before the procedure could be done. It was not yet resolved. The cause of the device not working had not been determined. It was noted surgical intervention had been planned.